Event description:
Customer reported symptoms of hypoglycemia with aviva results repeatedly in the 100s mg/dl in the 1-4pm time frame. Based upon the readings the customer received on the aviva, the customer did not treat herself for hypoglycemia. Around 5pm, the customer felt so bad that her family called the paramedics. The paramedics arrived sometime around 5pm and tested the customer at 40 mg/dl. The customer was treated with glucose tablets and a glucose IV at this time. The customer had last tested on her aviva within an hour of paramedics arrival. The result was around 100 mg/dl about an hour later, the customer felt better and the paramedics left. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.